Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had slight valgus positioning of her left knee from the femoral component that led to mal-alignment and instability. The femoral component and articular insert were exchanged during the surgery.

Event description:
It was reported that a revision left total knee arthroplasty surgery was performed due to pain and because her left leg bent outward at her knee, such that she could not move her feet closer than eight inches apart.